Event description:
It was reported that during a da vinci-assisted prostatectomy - simple surgical procedure, the monopolar curved scissors could not open. The instrument was disconnected from the system and the staff tried to open it manually using disks. When trying to take the tip cover off, the instrument completely fell apart. The instrument broke on the nurse's table so there was no chance of pieces coming into contact with the patient. The procedure was completed using a backup monopolar curved scissors with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigation replicated/confirmed the reported complaint. The instrument was found to have a broken grip cable at the distal end. Common causes of the failure mode broken - distal instrument grip cable are attributed to a component failure. Additional observations not reported by site that is related to the primary failure: the instrument was found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was still installed in the clevis. Common causes of the failure mode broken - distal instrument pitch cables are attributed to a component failure. Cable breakage, whether partial or full, may be attributed to reduction in ultimate strength of the material, which may be the result of damage to the cable through external collisions, during use, or during reprocessing. The instrument was found to have a broken conductor wire at the proximal end. This failure was a result of the broken grip cable, in an attempt to remove the tip cover. Common cause of this failure is attributed to component failure. The instrument was found to have a dislodged proximal clevis. The proximal clevis was returned with the instrument. The instrument was found to have signs of corrosion to the grip and pitch cables at the distal end. Common cause of broken conductor wire and dislodged proximal clevis is associated with mishandling/misuse.